Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer¿s blood glucose was 180 mg/dl. A clinical support specialist guided the customer through the fill cartridge process, and a cartridge was successfully loaded onto the pump.